Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS ADMITTED TO THE INTENSIVE CARE UNIT (ICU) FOR INTRAPARENCHYMAL HEMORRHAGE (IPH). THE PATIENT'S NEUROLOGICAL STATUS HAD DECLINED, AND THEIR FAMILY WISHED TO PROCEED WITH COMFORT CARE. THE DOCTOR REQUESTED ASSISTANCE ON TURNING OFF THE LEFT VENTRICULAR ASSIST DEVICE (LVAD) WHEN THE APPROPRIATE TIME CAME. THE LVAD DEVICE OPERATED AS INTENDED. IPH WAS NOT RELATED TO LVAD THERAPY. THE PATIENT REMAINED ON LVAD SUPPORT AT THE TIME.

Manufacturer narrative:
SECTION B2 CORRECTION. MANUFACTURER'S INVESTIGATION CONCLUSION: THE PUMP REMAINS IN USE SUPPORTING THE PATIENT. A CORRELATION BETWEEN THE DEVICE AND THE REPORT OF STROKE COULD NOT BE CONCLUSIVELY DETERMINED. STROKE IS LISTED IN THE INSTRUCTIONS FOR USE AS A POTENTIAL ADVERSE EVENT THAT MAY BE ASSOCIATED WITH THE USE OF HEARTMATE 3 LEFT VENTRICULAR ASSIST SYSTEM. STROKE HAS BEEN PREVIOUSLY INVESTIGATED AND WILL CONTINUE TO BE MONITORED THROUGH QUALITY DATA REVIEWS, WHICH ARE CONDUCTED ON PRODUCTION AND POST PRODUCT SIGNALS TO EVALUATE IF PRODUCTS ARE CONFORMING TO PRODUCT REQUIREMENTS. NO FURTHER INFORMATION WAS PROVIDED. THE MANUFACTURER IS CLOSING THE FILE ON THIS EVENT.

Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Event description:
THERE WERE NO CHANGES TO PATIENT CONDITION OR ANTICOAGULATION STATUS THAT MAY HAVE CONTRIBUTED TO THE EVENT. THE PATIENT EXHIBITED APHASIA AND RIGHT SIDED WEAKNESS. THE PATIENT WAS TREATED WITH REVERSAL OF ANTICOAGULATION WITH VITAMIN K. NO PRODUCTS WOULD BE RETURNED.

Event description:
The patient passed away on (b)(6)2025. The cause of death was listed as brain bleed. The Pump was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.